Manufacturer narrative:
Event date corrected from (B)(6) 2017 to (B)(6) 2017. Bsc ID# (B)(4).

Event description:
It was further reported that the 80% stenosis in proximal right coronary artery (rca) extending up to mid rca was treated with pci.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2014, the patient presented with an unstable angina and referred for cardiac catheterization. Subsequently, index procedure was performed on the same day. Target lesion #1 was located in the right posterior descending artery(r-pda) with 80% stenosis and was 28 mm long with a reference diameter of 2.75 mm. Target lesion #1 was treated with pre-dilatation and placement of 2.75 x 32 mm promus element ¿ stent. Following post dilatation, the residual stenosis was 0%. Target lesion #2 was located in the 1st right posterolateral (rpl) segment with 80% stenosis and was 12 mm long with a reference diameter of 2.75 mm.. Target lesion # 2 was treated with pre-dilatation and placement of 2.75 x 16 mm promus element stent. Following post dilatation, the residual stenosis was 0%. Four days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient was diagnosed with coronary heart disease increase and was hospitalized on the same day. Post hospitalization, the patient was referred for coronary angiography. Seven days after, the 70% in-stent restenosis noted in r-pda was treated with pci. Post intervention, the residual stenosis was 0%. In (B)(6) 2017, the event was considered to be recovered/resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 80% stenosis in proximal right coronary artery (rca) extending up to mid rca was treated with pci.